Event description:
It was reported that while using one bd vacutainer® k2e 5.4mg plus blood collection tubes abnormal injection molding occurred. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, I received a complaint about the 3ml purple tube from the blood collection room of the wenjiang campus health management center of west china hospital of sichuan university. The customer complained about the product number 368499 and the batch number 2350019. One of the blood collection tube head caps had abnormal injection molding! After our on-site investigation, we confirmed that the situation is true and it is a product quality problem. If the customer has doubts about the quality of bd products, we need to provide a reasonable explanation and a reply letter. After receiving the complaint, please reply to the complaint acceptance letter, thank you!

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defects was observed. An additional piece of plastic was observed in the middle of the cap. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of molding defect as not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of molding defects. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.